Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The impedance increase. The weekly pace lead impedance trend data shows a gradual increase for min and max lv pace from 416 to 1760 ohms peak between (B)(6) 2009 and (B)(6) 2011.

Event description:
It was reported that the left ventricular lead was showing a steady increase in impedance. Capture thresholds had also increased over time. The lead was capped and replaced. No patient complications were reported as a result of this event.